Event description:
It was reported that this right atrial (ra) lead exhibited oversensing, noisy signals and loss of capture (loc). Upon review of the presenting electrogram (egm), technical services (ts) stated that there was oversensing of non-physiologic artifacts with periods of non-capture. Ts recommended to have this patient seen in clinic for as soon as possible to review performance for both right atrial (ra) lead in regards of lead integrity and also recommended troubleshooting options. This ra lead currently remains in service. No adverse patient effects were reported.